Event description:
It was reported that during an implant procedure for an implantable cardiac monitor, the physician noted the device was very difficult to insert. The icm was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).